Event description:
A customer contacted baxter's technical service center to report a drain volume of 3283ml with the homechoice (hc) machine during drain 2 of 5. The technical service representative (tsr) assisted the home patient (hp) and reviewed programming: the largest prescribed fill volume was 2000ml. This meets increased intraperitoneal volume (iipv) criteria. Tsr arranged swap and advised discontinuation of therapy. According to the nurse she was aware of the patient's excessive drain and is unsure of what may have caused it. The nurse does not know whether it was a programming issue. Per the nurse, the patient has received a new device since this event and has not reported anymore issues thus far. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). (B)(4) is currently open for the reportable malfunction of iipv / overdelivery.